Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in a severely calcified and moderately tortuous left forearm artery. Following a 4fr introducer sheath and a 175cm non-bsc guide wire, a 4.0mmx20mm 40cm sterling balloon catheter was selected and advanced to the target lesion. The device crossed the lesion however, upon the 1st inflation at 14 atmospheres the balloon ruptured. The 4f sheath was changed to a 6fr non-bsc introducer sheath and the procedure was completed with a 4.0x15mm cutting balloon. Angiography revealed that the stenosis seemed to be resolved. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).